Manufacturer narrative:
The cases in the literature article performed between 2005 and 2014; the exact date of the event being reported in unknown. The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, restenosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device is not available.

Event description:
It was reported in a literature article that a patient suffered a symptomatic re-stenosis within the first year that required angioplasty treatment. No other information was available.